Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
Reportable based on additional information received on (B)(6) 2014. It was reported that a resistance in the guiding catheter occurred. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified middle of the left anterior descending artery. A 1.50mm rotalink plus and a rotawire floppy were selected for percutaneous coronary intervention. During introduction, the rotation speed was set to 200,000 rpm. The device was inserted to an unknown guiding catheter, however, resistance was encountered. The device was then removed. The device was inspected and no issues were noted so the device was inserted again, however resistance was encountered in the same way. The device was then removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good. However,additional information revealed that the wire was broken.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The visual and tactile inspection was performed and observed that the device returned was fractured in two sections. Moreover, the distal section presented the spring tip was kinked. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received on 04apr14. It was reported that a resistance in the guiding catheter occurred. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified middle of the left anterior descending artery. A 1.50mm rotalink plus and a rotawire floppy were selected for percutaneous coronary intervention. During introduction, the rotation speed was set to 200,000 rpm. The device was inserted to an unknown guiding catheter, however, resistance was encountered. The device was then removed. The device was inspected and no issues were noted so the device was inserted again, however resistance was encountered in the same way. The device was then removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good. However,additional information revealed that the wire was broken.